Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason. Gross tibia failure and pitting was noticed on the articular surface. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: persona mc ve asf r catalog # 42522100812 lot # 64649805. All poly patella cemented 35 mm diameter catalog # 42540000035 lot # 64775275. Femur cemented cruciate retaining (cr) standard right size 8 catalog # 42502606402 lot # 64638054. Persona cem fem/cem tib/m catalog # 98-0002-400-22 lot # unk. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to loose tibial component. Gross tibia failure and pitting was noticed on the articular surface. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 loosening not confirmed on tibia. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.